Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuos and moderately calcified vessel below the knee. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.